Event description:
The customer contacted heartsine to report that their device's battery is empty. Failure to power on device may prevent or delay defibrillation. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device's battery is empty. Failure to power on device may prevent or delay defibrillation. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the pad-pak was depleted. Additionally the device was witnessed to be switching on automatically and prompting "warning low battery, device service required". The reported fault was attributed to corrosion on the membrane tail. The corrosion on the membrane tail alongside the corrosion on the screws and low temperatures recorded would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.